Event description:
After removing balloon catheter from patient, physician recognized that balloon had sheared off of catheter. Snare wire was utilized to remove residual balloon material from patient. FDA safety report ID # (B)(4).